Manufacturer narrative:
The field service engineer (fse) was onsite on 06/07/2016 and found a defective pc board in the backwash manifold, mf4. He replaced mf4 and solenoid, sol24 which fixed the leak. The instrument was verified to meet the specified requirements per established facility procedure. (B)(4).

Event description:
The customer reported an uncontained fluid leak of 5-10ml from the lh780 instrument. There were manual sample probe did not retract errors messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye protection and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.